Event description:
It was reported the patient underwent pump exchange on (B)(6) 2020 from hmii to hm3.

Event description:
It was reported that the patient was admitted to the hospital with a stroke on (B)(6) 2020. The account suspected possible thrombus. A review of the log file noted several power and flow elevations throughout the file. The log file also showed multiple pulsatility index (pi) events throughout the log. A single low battery hazard was also noted on (B)(6) 2020 due to normal battery depletion. No other unusual events were recorded. The patient had numbness and tingling. The patient had reddish/pink urine several days prior to admission for stroke. The patient presented with right-sided hemiparesis. The patient can now move his right leg. The patient was limited in moving his right arm. A computed tomography angiography (cta) performed on (B)(6) 2020 showed significant stenosis of the inflow conduit. The patient was treated with intravenous heparin drip beginning on (B)(6) 2020. The patient was neurologically okay. The account noted that the stroke upon admission was an ischemic stroke. Clinicians worried about thrombus in the pump and believed that the patient may require a device exchange. The plan of care was to keep the patient admitted on intravenous heparin and discuss possible heartmate ii to heartmate 3 pump exchange on (B)(6) 2020 during a selection committee meeting. The stroke was diagnosed as a left fronto-parietal intracerebral hemorrhage with mild edema but no midline shift. The patient was ischemic even as initial insult with hemorrhagic transformation. The patient had no history of trauma. The patient¿s international normalized ratio was therapeutic on admission. The patient underwent a computed tomography (CT) scan of the head. The patient was stable. Physical and occupational therapy was recommended in-patient. The patient decided to go home with home physical therapy. Under echocardiogram guidance, a ramp was performed. The patient¿s pump speed was decreased from 10,000 revolutions per minute (rpm) to 9200 rpm. It was later determined that the patient underwent a pump exchange on (B)(6) 2020 from a heartmate ii to a heartmate 3.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively be determined through this investigation. The submitted log file contained data from (B)(6) 2020. Transient elevations in pump power and estimated flow were confirmed; however, the majority of these elevations were captured during pulsatility index (pi) events. The pump speed remained above the low speed limit for the duration of the log file, and the system appeared to function as intended. Multiple requests for additional information regarding this event were sent to the account without response. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hmii lvas IFU lists stroke, bleeding, and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Manufacturer investigation conclusion: the report of suspected thrombus could not be confirmed through the evaluation of (B)(6) . Furthermore, the report of a significant stenosis of the inflow conduit could not be confirmed through the evaluation of (B)(6). Analysis of the log file provided by the account confirmed elevated pump power; however, a specific cause for this finding could not be conclusively determined through this evaluation. Lastly, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not conclusively be established through this evaluation. It was reported that the patient experienced pink urine, as well as numbness and tingling several days prior to presenting on (B)(6) 2020 with right-sided hemiparesis. An ischemic stroke with hemorrhagic conversion was diagnosed, and device thrombosis was suspected. A computed tomography angiogram (cta) performed on (B)(6) 2020 showed significant stenosis of the inflow conduit. The patient was treated with an intravenous anticoagulant drip, and later opted to go home with physical therapy. The patient ultimately underwent a pump exchange on (B)(6) 2020. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. The file captured transient elevations in pump power on (B)(6) 2020. Of note, all the elevations in pump power were captured during pulsatility index (pi) events. The pump remained above the low speed limit for the duration of the file and appeared to operate as intended. (B)(6) was returned assembled with the driveline (dl) cut approximately 9¿ from the pump housing and the remaining distal portion of the driveline was returned measuring approximately 28¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump's outlet port. The sealed outflow graft was returned attached to the outflow elbow. The sealed outflow graft bend relief and bend relief collar were returned detached from the device. Evaluation of the lumen of the inlet tube, flex section, and inlet elbow did not reveal any developed depositions or thrombus formations. No obstruction was noted within the sealed inflow conduit. Upon disassembly of (B)(6), examination of the remaining pump's blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17jan2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists device thrombosis, bleeding, and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The IFU explains that during a pi event, the device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pi event is detected, at which point the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. Large changes in speed may indicate an abnormal condition that should be evaluated for cause.¿ there are no audible alarms with a pi event. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 5 states that the inflow cannula should be positioned parallel to the septum, oriented to the ventral left ventricle. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. This IFU outlines the indications of percutaneous lead damage, as well as how to respond to such events. This IFU provides information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C is also currently available. This handbook also contains a section on ¿caring for the driveline¿. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted to the hospital with signs of stroke and possible thrombus. Log file analysis captured several power and flow elevations with pi events throughout the file. A cta performed on (B)(6) 2020 noted significant stenosis of the inflow cannula. The patient was treated with a IV heparin drip. The site detailed the stroke upon admission was a ischemic stroke and clinicians were concerned for thrombus in the lvad pump. The patient was admitted until further plans for a lvad exchange could be made. No further information was reported.